Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of high capture and low sensing on the right atrial (ra) lead. Radiographic imaging was performed and confirmed that the ra lead was dislodged. Was visually confirmed as dislodged. No intervention was performed to resolve the event and the patient was stable and will continue to be monitored.